Event description:
It was reported that the patient saw an elective replacement indicator (eri) message. The patient stated that her settings were ¿medium and were high before and it just made her think she was wrapped in a vise.¿ the patient¿s settings were changed from ¿high to medium about three weeks ago.¿ the patient thought her amplitude level was at about 4.0 volts. The patient was upset because the battery only was implanted two months ago and ¿no one told her that there was a battery that had to be changed.¿ the patient ¿did not know if she could take another surgery.¿ the patient was ¿emotional and upset¿ but intended to contact her health care provider (hcp). Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).